Event description:
The complainant reported that during the performance of a therapeutic procedure on a pt, the physician prepared to pass the jagwire through the contour cannula for exchange, after selective cannulation. Under fluoroscopy, and immediately after opening from the streile packaging, the dr found that part of the tip of the jagwire was detached. The physician then obtained another jagwire, but found that the same condition existed wth this device as with the first jagwire (please reference medwatch report number 6000123-2004-0082, which documents the second malfunction). The physician then obtained a third device and successfully completed the pt procedure.